Event description:
It was reported that approximately 9 months post-implant of a bifurcated device, infrarenal aortic extensions and bilateral limb extension, a follow up computed tomography scan identified an endoleak of an unknown origin, but after multiple angiograms were performed, there was no identifiable endoleak. Reportedly, during the initial procedure, the physician performed a hypogastric snorkel intra-operatively. Therefore, the physician thought the leak could have been coming from in between the snorkel and the limb extension in the right iliac artery, but the angiogram did not show a leak. The physician elected to occlude the snorkel by placing a suprarenal aortic extension and converting the device to an aorto-uni iliac (aui) even though angiograms identified no obvious leak. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Manufacturer narrative:
The sample was not returned for evaluation. Images and medical records were provided and reviewed by clinical specialist. Based on review of the information provided, the exact type and source of endoleak could not be determined. However, there is indication of type ii endoleak, which is not device related. There was no indication of any product defects or issues. A manufacturing record review was performed and the lot met all release criteria with no related issues and deviations that explain the reported event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. The lot usage history shows that no other units from this lot have been involved in similar event.